Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The receiver battery was replaced with a known good battery, and the receiver turns on. A receiver download was performed and unexpected shut down was observed in the receiver log. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.